Event description:
The customer reported that the system would not boot up properly. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the floppy drive. The system operates as intended.